Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on anterior side assessed as surgical damage and observed an opening on radius side assessed as fold flaw opening. Additional observations: ¿ yellow particles observed inner the device. ¿ observed creases on the device. ¿ observed wear abrasion on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional later reported a right side plug strap separated.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, e3, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.